Event description:
It was reported that the physician was questioning the longevity of the implantable cardioverter defibrillator (ICD). Reprogramming was performed to turn off atrial anti-tachycardia pacing and the ICD remains in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.